Manufacturer narrative:
No reportable complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the device was received in eri. The device was then programmed to nominal settings for the remainder of the analysis. Header and connector inspection found minute amounts of blood on both set screws and epoxy on the ventricular contact spring. Corrective actions have been implemented for the epoxy on contact spring issue and no further action is required at this time.

Event description:
This report is to advise of an event observed during analysis.